Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected, updated: b4, b5, g3, g6, h1, h2, h3, h6, h11, visual evaluation of the provided photo found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility breach cannot be determined as the packaging has been opened; therefore, the blister seals cannot be evaluated. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for the reported part and part lot combinations. Medical records were not provided. This complaint was confirmed by evaluation of the provided photo. A definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2: taiwan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after opening the cardboard box, both inner plastic tubs were melted and deformed. The product did not appear to be contaminated but it posed a risk of unwanted contamination.